Event description:
Related manufacturer reference number: 3006705815-2021-03409. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the leads were explanted and replaced.